Event description:
It was reported that cytarabine cadd had a residual volume of 88 cc in bag. Pump was programmed correctly. Patient heard his cadd pump beeping over night; he replaced the batteries, he started the cadd, and ensured it was in run mode. After, the patient also called the inpatient bmt unit to confirm everything was working properly. After further investigation, the lot # of the cadd tubing was thought to be defective, as two other cadds had residual volume the same day and shared the same lot #. Pharmacy removed all cadd tubing with that lot #. Cadd was taken out of service as precaution. No additional information available.